Event description:
The patient was treated for a abdominal aortic aneurysm with the device back in (B)(6) 2016. The patient was being followed per standard protocol and 3 months ago the patient started losing weight and having abdominal pain. This pain started to get worse last week and the patient was vomiting and therefore was admitted to the healthcare facility emergency room. Upon review of recent computed tomography angiography the doctor observed both celiac and superior mesenteric artery (sma) occluded which the doctor felt was reason for pain and vomiting. The doctor tried to re-cannulate the sma fenestration to re-align with a covered stent the doctor tried to approach celiac and sma from femoral cut down without success. Then he tried left brachial artery with wire and sheath however he was not able to get any wire or catheter into each of these vessels. Based on intra operative angiograms and familiarity with our zfen device the doctor believes the proximal device may have migrated (he noticed that renal stents appeared to have shifted position again indicating proximal device position had changed) or sma was somewhat shuttered and not perfectly aligned with the 11mm diameter fenestration. The original 2016 angiograms revealed the sma was patent and flow was visualized by lateral views. The doctor decided that the only way to restore flow into celiac and sma was to perform an open ilio-mesentric bypass. Thankfully no gross ischemia of the bowel was observed and coloration started to return. The patient is doing ok and recovering from the bypass.

Manufacturer narrative:
The device was not returned for evaluation. A lot number was not provided for the device associated with this complaint, therefore a review of the device history record could not be performed. Medical imaging was received and reviewed by the william cook australia medical director: "there does appear to have been graft migration, along with some graft rotation, and that this most likely was contributed to by disease progression as well as insufficient fixation by barbs and bridging stents. I cannot see any design or manufacturing faults with the device." The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion; occlusion of device or native vessel". "The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up" "after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." "Patients experiencing reduced blood flow through the graft limb/ fenestration and/or leaks may be required to undergo secondary interventions or surgical procedures." "Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin." From the information provided in this complaint it is difficult to determine a definitive root cause. There is no evidence that a device non-conformance or deficiency contributed to the complaint. It is possible that one or more of the following factors may have contributed to the complaint: - progressive nature of the disease widening the landing zone/fixation zone - insufficient fixation/detachment of proximal fixation barbs - inadequate stenting in sma/coeliac arteries - patient factors

Event description:
The patient was treated for a abdominal aortic aneurysm with the device back in (B)(6) of 2016. The patient was being followed per standard protocol and 3 months ago the patient started losing weight and having abdominal pain. This pain started to get worse last week and the patient was vomiting and therefore was admitted to the healthcare facility emergency room. Upon review of recent computed tomography angiography the doctor observed both celiac and superior mesenteric artery (sma) occluded which the doctor felt was reason for pain and vomiting. The doctor tried to re-cannulate the sma fenestration to re-align with a covered stent the doctor tried to approach celiac and sma from femoral cut down without success. Then he tried left brachial artery with wire and sheath however he was not able to get any wire or catheter into each of these vessels. Based on intra operative angiograms and familiarity with our zfen device the doctor believes the proximal device may have migrated (he noticed that renal stents appeared to have shifted position again indicating proximal device position had changed) or sma was somewhat shuttered and not perfectly aligned with the 11mm diameter fenestration. The original 2016 angiograms revealed the sma was patent and flow was visualized by lateral views. The doctor decided that the only way to restore flow into celiac and sma was to perform an open ilio-mesenteric bypass. Thankfully no gross ischemia of the bowel was observed and coloration started to return. The patient is doing ok and recovering from the bypass.